Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he recently started his insulin pump and has been experiencing low blood glucose readings of 44 mg/dl at night and stated that during the day his blood glucose readings are around 300 mg/dl. No further information reported.